Event description:
The customer reported to olympus that the resection sheath, 24 fr., had a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the ceramic tip was confirmed broken and the o-rings are worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction; however, a definitive root cause of the reported issue could not be identified. The most likely causes are: thermo-mechanical fatigue, wear and tear, improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. The cause for the worn o-rings is very likely wear and tear/frequent use/incorrect reprocessing. The event can be detected by following the instructions for use which state: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.